Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the device tested positive for stenotrophomonas maltophilia. The device had been reprocessed with an olympus automated endoscope preprocessor model oer-4(not available in the USA) using peracetic acid. There was no report of infection associated with this report.